Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was sick with stomach issue and blood glucose (bg) level was 320 mg/dl. Cartridge and infusion set were changed and bg level increased to 538 mgm/dl. Customer was admitted to the hospital with diabetic ketoacidosis. Customer was treated with intravenous insulin, glucose, and saline. Bg levels improved to high 100's mg/dl with ketones resolved. Health care provider had customer transition to the pump and bg levels increased. System check was performed with tandem technical support and the pump performed as intended. No alerts, alarms, or anomalies were noted.